Manufacturer narrative:
(B)(4). Approximate age of device - 7 months.. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated lactate dehydrogenase and a positive ramp study. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.